Manufacturer narrative:
Corrected information in d4: lot number, d9, and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the end screw has fractured and disassembled from the device. See attached images. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during final tightening of the cross-connector, the tip of the screwdriver and the screw of the cross-connector broke. There was a 40-minute delay without impact on the patient. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during final tightening of the cross-connector, the tip of the screwdriver and the screw of the cross-connector broke. There was a 40-minute delay without impact on the patient. This is report one of two for this event.